Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as due to a touch contamination from diarrhea. On the same day as onset, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (ip) and gentamicin, ip (doses and frequencies were not reported). On an unreported date in the same month, treatments with vancomycin and gentamicin were discontinued. Eleven days after onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment for the peritonitis with gentamicin, ip, 0.6 mg/kg and at the time of this report, the treatment was ongoing. Two days later, the patient also began treatment for the peritonitis with tobramycin, ip, and at the time of this report, the treatment was ongoing. On an unreported date in the same month as being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.